Event description:
It was reported that during preventive maintenance the device had a damaged machined head, worn reciprocation arm, and motor issue where the speed is not constant. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: france.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d2b; d4; d9; g1; g3; g6; h1; h2, h3; h4; h6; and h11. Review of the most recent repair record identified the following related repair: tech found the unit's machined head and reciprocation arm were damaged and the unit's motor speed was unstable while performing preventative maintenance. Tech replaced the machined head, reciprocation arm, and motor. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.